Event description:
The customer states that the axsym hbsag reagent kit flipper bar detached from the reagent bottle lid when instrument attempted to open vial causing the probe to crash. There was no impact to patient management reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.